Manufacturer narrative:
Concomitant medical products: w4tr02 ipg, 429888 lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several ventricular undersensed events observed on electrogram. The issue will be monitored, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.